Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure, but reported being able to self-treat with unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "scan error" message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure, but reported being able to self-treat with unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An attempt was made to scan the sensor with evm (evaluation module) and sensor did not scan. Evm (evaluation module) was reset and re-scanned the sensor and sensor did not scan. The returned sensor was further investigated and de-cased. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.